Event description:
Unexpected death of an undetermined cause. Pt was on a pca pump containing fentanyl at the time of death. Autopsy report from me's office is pending. As part of our investigation, we are exploring all possible causes that may have caused or contributed to this pt's death, including the pca pump that was being used at the time. Dates of use: 2009, approximately 24 hours. Diagnosis or reason for use: post surgery pain.